Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that the insulation was abraded at 14.7 cm to 14.9 cm and 15.7 cm to 15.9 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic due to multiple episodes of noise. The noise was reproducible. Lead revision was discussed, and programming changes were made until the procedure. The patient was stable.